Event description:
It was reported that the patient was explanted due to infection on (B)(6) 2017. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was explanted due to infection on (B)(6) 2017. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was explanted due to infection on (B)(6) 2017. No further relevant information has been received to date.